Manufacturer narrative:
Date of event; corrected data: additional information was received which changes the event date that was reported on initial report. Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of x-rays by the manufacturer revealed a gross discontinuity. Review of manufacturing records confirmed the lead met all specifications prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 a/p and lateral x-rays of the neck and chest were received. Whether the lead pins appeared to be fully inserted into the generator could not be assessed based on the angle of the generator in the x-ray. There was a portion of the lead located behind the generator that could not be assessed. A lead fracture appeared to be present in the portion of the lead past the neck. It appears that patient manipulation may have occurred as the portion of the lead past the fracture, that remains connected to the lead pin, appears to be coiled behind the generator. The patient was referred to a surgeon for revision but the surgeon was not willing to do this lead replacement as the patient has already had a lead replacement in the past and this would be the implant of a third lead. Although surgery is likely, it has not occurred to date. The manufacturing records for the lead were reviewed and device met all specifications prior to distribution. The programming history database was reviewed and (B)(6) 2012 the patient was initially interrogated and was at settings of output=2ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=2.25ma/magnet pulse width=250usec/magnet on time=60sec. A system diagnostics test was performed that day which showed output=low/current delivered=1.0ma/lead impedance=high/impedance value=8242ohms. The patient was then disabled and system diagnostics showed output=ok/lead impedance=ok/impedance value=1949ohms.

Event description:
On (B)(6) 2013 it was reported that the patient has high impedance and x-rays were taken. It was stated that the x-rays would be sent to the manufacturer for review but they have not been received to date. The physician later reported that high impedance was first observed on (B)(6) 2013. The physician stated that it was possible that patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The patient's device was disabled on (B)(6) 2013 due to the high impedance. The physician provided their x-ray results which indicated that there was no evidence of acute fracture or dislocation but what has changed is the orientation of the battery pack; it appeared to have flipped 180 degrees from the prior examination. The physician provided clinic notes where he mentioned on (B)(6) 2013 that he suspects the patient has manipulated the vns and that it isn't functioning well at present and therefore, should have a surgeon open the pocket and check the leads. The physician mentioned in notes dated (B)(6) 2013 that he is not sure if the patient accidentally caused trauma to the wire during a seizure. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.